Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿replacement due to rupture¿ against left side device. Device has been explanted.

Event description:
Healthcare professional reported, ¿replacement, due to rupture¿ against left side device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, red particle in the shell and broken. A microscopic analysis was performed which identified, sharp opening in the radius. A dimension measurement in the shell was performed which identified, the thickness within specification. Based on the device analysis, the final assessment is: a sharp edge broken in the radius side assessed, as unidentified (tear) broken.